Manufacturer narrative:
The device was received with the cannula fully deployed. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found. No blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached around 500 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula had not properly inserted in the infusion site (leg); the cannula also appeared bent. Bruising at the site was reported as well. As treatment, a new pod was applied.